Event description:
The customer reported that when they pressed the x-ray button, the system displayed a "shutting down in progress, x-ray disabled error message" and the system shut down without command. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5v power supply was adjusted, the hard drive was reformatted and the software was updated. The system was tested and found to be working as intended and put back into service.